Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was in backup vvi due to an event queue overflow reset. Programming changes were made and the patient was in stable condition.